Event description:
The customer stated the insulin pump had been exposed to several MRI scans. The customer also stated he was hospitalized for high blood glucose and low blood glucose levels on several occasions within a three months period. The customer also stated he had a heart attack. The displacement test was performed and the insulin pump failed the test as it kept alarming no delivery.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.